Event description:
It was reported that when the patient presented for follow-up, high pacing lead impedance and an increase in capture threshold was observed. Externalized conductors were noted on x-ray. Lead was capped and replaced. Patient's condition was good at the end of the procedure.